Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was capped due to low impedance. A possible lead issue was noted during a device change out for eri.